Event description:
During surgery to repair fx synthes modular hand set used, three screw heads broke off leaving body of screw in bone. Different brand screw used to complete and afix plate. FDA safety report ID# (B)(4).